Event description:
On (B)(6) 2012, pt reported the insulin cartridges of his infusion device are leaking into his cartridge compartment and causing the device to not work correctly. Pt stated he is experiencing elevated blood glucose levels due to the issue. Pt reported the infusion device consumes the batteries quickly and the insulin cartridges leak. Pt stated this has been an issue for a while now. Pt reported the insulin cartridges began to leak in (B)(6) of this year. Pt stated his blood glucose level is over 500 mg/dl right now and the only way he can get it to come back down is to give himself injections. Pt's normal blood glucose range is around 150 mg/dl. Pt feels the condensation is leaking from around the plunger. Pt does not reuse the cartridges. Pt stated all of the products are new and continue to leak on him. Submitted request for assistance. On (B)(6) 2012, pt reported low battery alarm this morning during basal delivery. Pt stated the battery had been in the infusion device for less than a week. Pt stated the low battery alert alarms about twice a week and he changes to a new battery each time the issue occurs. Pt is unable to determine where the leak is coming from. Pt reported there were no cracks in the insulin cartridge or tubing and all connections are secure. Pt woke up this morning feeling terrible and his blood glucose level was over 300 mg/dl; pt took an injection of 15.0 units of insulin. Advised pt to switch to his backup infusion device. On (B)(6) 2012, pt reported the insulin cartridge is leaking in his infusion device. Cartridge is from the same box as the other cartridges. Pt went to bed on (B)(6) 2012, with a blood glucose level of 111 mg/dl and woke up around 1 am with a blood glucose level over 400 mg/dl. Pt took a bolus and is starting to feel better. Pt can see the condensation of insulin under the piston rod and can feel insulin around his insertion site; he does not think the insulin is being delivered correctly. Advised pt to switch to back up infusion device. Pt stated he does not plan to return the infusion device, but will discontinue using it. The pt did not require assistance from a healthcare professional or second party to address the issue. Cartridges, infusion set and adapter were replaced and requested return of the alleged infusion device, battery, cartridge and adapter for evaluation. On (B)(6) 2012, pt's trainer reported speaking with pt and stated he has decided to upgrade to a competitor's infusion device.